Manufacturer narrative:
Method: manufacturing and qc records reviewed. Graft was explanted and disposed of by the hospital. Results: there were a total of 73 units in the batch. All grafts were gelatin sealed. After sealing, 100% of all grafts are whole graft porosity tested. This involves pressurizing the device with an isopropanol alcohol/glycerol mixture and measuring the flow rate. The maximum permissible flow rate was determined by comparison with citrated cows blood. The quality control and manufacturing records were reviewed and there was nothing to suggest any problems. The leak test results were within our specified quality control limit for this product. All grafts were distributed between march and may 2011. The usage rate of this particular model of graft is such that it may be assumed the majority have now been implanted. No other reports have been received for the other units. Vascutek will respond to the surgeon and provide details of our investigation in our final report.

Event description:
The event occurred at the (B)(6) hospital in (B)(6) in USA. No death or serious injury took place. The event is being reported as intervention was required. A gelweave graft was used and during the operation and the doctor observed a serious amount of blood leakage from the graft. Another graft was used and the procedure was successfully completed and the patient recovered well from the operation.